Event description:
It was reported following a left heart catheterization, a pre-deployment right femoral angiogram was performed and with the patient meeting deployment criteria the angio-seal was placed. Hemostasis was not achieved and 15 minutes of manual compression was used to achieve hemostasis. A small right groin bruise was present. The patient returned to hospital (B) (6) 2010 complaining of right leg claudication. An abdominal angiogram with lower extremity runoff via left femoral artery approach was performed revealing a right external iliac artery occlusion just distal to the bifurcation with the internal iliac. There was reconstitution of flow through collaterals at the mid right common femoral artery and the right superficial femoral artery was patent. Lytic therapy was initiated with access across the occluded vessel and with placement of spider filterwire, the fetch manual thrombectomy catheter extracted thrombus material. A unifuse 10 cm infusion catheter was placed across the iliac down to the common femoral artery and tpa was started. The patient returned to cath lab approximately 12 hours later to re-evaluate via angiogram which revealed resolution of clot. Follow-up intervention included a filterwire placement and an 8 x 10cm viabahn stent deployed across the right external iliac artery. The 90% right common femoral artery lesion received balloon angioplasty which reduced the lesion from 90% to 30%, but on pulling the wire a flow limiting flap dissection was present. The patient underwent surgical exploration and repair on (B) (6) 2010 and was released 8 hours following surgery on (B) (6) 2010.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined, however it does not appear that the event was caused by the angio-seal device. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.